Event description:
It was reported that while using bd vacutainer® urine transfer straw came apart when the customer was using and they had to remove a needle from the tube. This incident occurred in devices across two lot numbers. No needle stick or injury occurred. The following information was provided by the initial reporter: "urine transfer straw came apart when the customer was using and they had to remove a needle from the tube. No needle stick or injury occurred.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3187515. D4. Medical device expiration date: unknown. H4. Device manufacture date: 06-07-2023. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode breaks off during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® urine transfer straw came apart when the customer was using and they had to remove a needle from the tube. This incident occurred in devices across two lot numbers. No needle stick or injury occurred. The following information was provided by the initial reporter: "urine transfer straw came apart when the customer was using and they had to remove a needle from the tube. No needle stick or injury occurred.